Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties were encountered. The 90% stenosed, de novo lesion was located in a calcified and moderately tortuous mid right coronary artery. The lesion was predilated with a 2.5x15mm non-bsc balloon. A taxus express2 3.0x32mm drug eluting stent was inserted, but was unable to cross the lesion. The physician used multiple techniques, including a two guide wire technique and an anchor balloon technique, to position the stent, but was unsuccessful. When the stent delivery system (sds) was being removed, the non-bsc balloon and sds became stuck in the guide catheter. The sds system was "pulled hard" and was able to be removed from the guide catheter. The guide wire exit port of the sds was found to be elongated. The procedure was completed with another 3.0x32mm taxus stent. No patient complications occurred. Patient status is satisfactory.